Event description:
Healthcare professional reported right side "intracapsular rupture", "the fibrous capsule appears slightly thickened on the right and in the seat on the left due to notes of capulitis", "reactive lymph nodes of about 10 mm in the axillary cords¿ per MRI. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed unidentified (tear) opening. Shell thickness within specification. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported right side "intracapsular rupture", "the fibrous capsule appears slightly thickened on the right and in the seat on the left due to notes of capulitis", "reactive lymph nodes of about 10 mm in the axillary cords¿ per MRI. Device has been explanted and replaced with non allergan.